Event description:
Caller reported damage to tandem charging cable, and as a result, the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for replacement of the damaged charging supplies via 2-day shipping.